Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported he was hospitalized 11 months ago due to elevated blood glucose caused by a virus. He stated there were no issues with the infusion device. Upon follow up on (B)(6) 2011, the pt stated the incident occurred 2-3 months ago. His blood glucose measured 1100 mg/dl and he was disconnected from the infusion device and treated with an insulin IV in the intensive care unit. His blood glucose decreased to 200 mg/dl and he reconnected to the infusion device the same evening he was admitted to the hospital. His target blood glucose level is 150 mg/dl. No product was requested to be returned for eval.